Event description:
It was reported a twist drill broke while drilling in a patient. Doctor made the decision to leave the tip of the drill in the patient.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.